Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via evaluation of the returned backup battery (serial number: (B)(4) ) and via analysis of the submitted log file. The log file contained approximately 9 days of data ((B)(6) 2021 per the timestamp). A backup battery fault alarm was active on (B)(6) 2021 from 6:45:04 to 6:57:44 due to a load test failure; the alarm cleared due to an additional load test being performed and the backup battery passing. The load test failed due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The pump maintained a speed above the low speed limit throughout the log file. The returned backup battery was installed in a test system controller and connected to a test power module/system monitor, and a backup battery fault alarm activated immediately due to a backup battery circuit fault, reproducing the reported event. The controller was connected to a mock circulatory loop and operated the system above the low speed limit without issue. External power was then disconnected from the controller and the backup battery was unable to support the test pump. Circuit analysis performed on the backup battery printed circuit board (pcb) isolated the issue to a compromised component that was not providing an adequate output voltage; this resulted in the backup battery fault alarm and inability to support the test pump. The component was then replaced and the alarm resolved; the battery also supported a test pump without issue after replacing the compromised component. The root cause of a backup battery fault alarm being active due to a load test failure could not be conclusively determined through this analysis. The root cause of backup battery fault alarms being active due to backup battery circuit faults activating was determined to be caused by a compromised component on the backup battery pcb; however, the root cause of the component not functioning as intended could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4) , was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2020. Further review revealed that grease was applied during the manufacturing process of the controller, which was included as a mitigator of backup battery fault alarms due to load test failures via a CAPA. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU), section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the system controller, and the system controller power cables. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were three backup battery fault alarms on the pocket controller on (B)(6) 2021 that resolved on their own. The backup battery was exchanged and a replacement was requested.